Event description:
It was reported that customer experienced large air bubbles or gaps in tandem mobi cartridge during pumping on a previous day. There was no adverse impact to the customer¿s blood glucose level. Customer used room temperature insulin, performed cartridge air removal steps with fill rod, and resolved issue by addressing tubing line, and no further information was received regarding additional actions or outcomes. Ssr to replace pump. Customer will continue to use current pump.